Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing episodes due to possible lead damage on pace-sense portion of the lead were noted. Noise was reproducible in-clinic. The lead revision is planned. The patient is stable.

Event description:
New information received indicates that episodes of non-sustained oversensing were noted. The lead was explanted and replaced. The patient is stable.